Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Results: bd received 480 samples from the customer facility for investigation. As this complaint is part of a CAPA, there was no evaluation of the samples. Photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle, 21 g x 1.25 in. Leaked at the rubber sleeve which remains stuck onto the cannula. No blood exposure to mucous membrane. No medical intervention or injury.